Event description:
The customer reported that the ventilator experienced a failure in the circuit board. No patient harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: b5 and h6 (medical device problem code). The device logs were returned to zoll technical support for evaluation. The reported malfunction related to a decomm vent screen was confirmed in the log files. The log files confirmed that the device continued ventilating when the screen error occurred. A company field service engineer (fse) was dispatched to the customer site to perform the main board replacement. Following replacement, the device returned to normal operation, and the removed main board was returned to the zoll failure analysis lab (fa lab) for evaluation. Evaluation of the main board at the zoll fa lab did not reproduce the reported issue, and the board passed all functional testing.

Event description:
The customer reported that the ventilator experienced a "decomm vent" screen and the device stopped ventilating. No patient harm reported.